Manufacturer narrative:
(B)(4).

Event description:
It was reported that pair new transmitter alert occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be transmitter failed error. The reported event of a pair new transmitter is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Miscellaneous classification codes do not contain sufficient information to assign a frequency. Therefore, a CAPA request will not be required and incident will remain as correct and trend.

Event description:
It was reported that pair new transmitter occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determine to be a transmitter failed error. The reported event of pair new transmitter is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.